Manufacturer narrative:
Age at time of event: 18 years or older .(B)(4). Device evaluated by MFR.: promus element mr ous 3.00 x 38mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed a break at approximately 229mm distal to the distal end of the strain relief. There were multiple hypotube kinks noted. An examination of the shaft polymer extrusion identified multiple inner/outer shaft polymer extrusion kinks. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).

Event description:
Reportable based on device analysis completed on 05-oct-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the circumflex artery. A 3.00x38mm promus element¿ long drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.